Event description:
A correction was made in regards to one of the patient's statements. The patient reported he "would be walking around and all of the sudden..." Not he "would be working around and all of the sudden...".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that therapy was turning off by itself. The patient noted that the his healthcare provider (hcp) thought the spinal cord stimulation (scs) might not be working right because the patient was in a lot of pain. It was noted that the patient would be "working around" and all of the sudden, it would just shut off and then 20-30 minutes later, it would turn back on. The patient also stated that he thought there was a problem with using his remote. It was noted that the patient did not confirm the implantable neurostimulator (ins) status with the patient programmer (pp) correctly. Patient services reviewed syncing the pp with the ins to confirm the status and the pp showed that therapy was turned on and adaptive stimulation was enabled. The position showed that the patient was in the upright position, which was correct because the patient was standing. The pp appeared to be working correctly. The patient noted that the problem started after he got his replacement pp sometime in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.